Event description:
This is the second of two complaints from one (B)(6) office on two separate events for two different clamps. A dentist has written to us complaining about two different clamps with two pts. The clamps were unexpectedly broken during positioning. The dentist was very worried about the possibility for the pt to swallow the fragments. In the second case, the doctor doesn't remember the tooth, because he didn't write down any info except the clamp break. This broke before the positioning on the tooth.

Manufacturer narrative:
Generally broken clamps have not been reported but as the dentist was very worried about the possibility for the pt to swallow the fragments. It is for this reason that it is recommended that the incidences be reported. The dentist has stated that no one was injured during the incidences. The clamp is in (B)(4) and we are still awaiting its return for inspection.